Event description:
Per medicon, the dome detached during removal of the device 181 days after placement. The dome was removed by using a laxative and was discarded. Medication used was the odur and urso.